Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant high impedance was identified on the right ventricular (rv) lead in every location in the right ventricle. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.